Manufacturer narrative:
A partial lead with the distal tip measuring 52.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture thresholds were observed. The lead was laser extracted and replaced. The patient was well post-procedure.